Event description:
It was reported that the shock lead impedance (sli) of this right ventricular (rv) lead measured greater than 200 ohms which is out-of-range. Technical services (ts) analyzed the presenting electrogram (egm) and recommended evaluation of the leads of this cardiac resynchronization therapy defibrillator (crt-d) system. No adverse patient effects were reported. Currently, this crt-d system remains in service.

Event description:
It was reported that the shock lead impedance (sli) of this right ventricular (rv) lead measured greater than 200 ohms which is out-of-range. Technical services (ts) analyzed the presenting electrogram (egm) and recommended evaluation of the leads of this cardiac resynchronization therapy defibrillator (crt-d) system. No adverse patient effects were reported. Currently, this crt-d system remains in service. According to additional information, this lead was explanted due to fracture. Another rv lead was successfully placed. No additional adverse patient effects were reported. As of today, this lead has not been received by boston scientific for further investigation.